Event description:
It was reported that during the implant procedure, the physician had difficulty "getting acceptable numbers" as the p-waves were noted to be small and there was far field oversensing in several of the sites. The lead was not used and a different lead with "great numbers" was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).